Manufacturer narrative:
Device not returned. Unfortunately, the edwards device was discarded by the hospital; however, the surgeon has confirmed that there was no malfunction of the explanted valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 1 day. Based on information received through follow up, this patient initially had the valve implanted to replace a heavily calcified native aortic valve. Postop, the patient presented with 1 episode of substernal chest pain and then shortness of breath. CT angiography for pulmonary embolus showed an acute dissection versus intramural hematoma of the ascending aorta. He was transferred emergently for surgical repair. On arrival, his blood pressure was approximately 60 systolic. His po2 was 50 and his cvp was extraordinarily high with upper body plethora and cvp noted to be 40. He was taken emergently to the operating room with evidence of pericardial tamponade and cardiogenic shock, and impending death. The operative findings indicate that the pericardium was full of blood and clot. Removing this brought his blood pressure from the 60s to the 150s. He had acute rupture of his ascending aorta 2cm above the sinotubular ridge. This ruptured into the aortopulmonary window and then free ruptured into the pericardium. It dissected retrograde to into the entire root and then antegrade into the arch. Once he had tamponade and cardiogenic shock, the dissection planes thrombosed. There was minimal evidence of dissection of the second plane at the innominate and there was literally only intramural hematoma. The quality of the tissues was extraordinarily poor. Of note, there was a surprise finding of a fusion between the left and right noncoronary cusp with a large amount of calcium. There was some aortic insufficiency in this area. It appeared to be an unstable situation, particularly since they were going to restructure the aortic root. During this time, the patient had blood emanating deep from within the root. Attempts were made to repair this, however, it was decided that the entire aortic root would need to be replaced. At the completion of the operation, the patient was severely coagulopathic and required dozens of units of fresh frozen plasma, platelets, as well as 2 rounds of factor vii. With packing, unpacking, and compression, and the procoagulants, they eventually got rejoined with bases to the point where they could pack his chest open. Tee on (B)(6) 2012 showed the aortic valve to be well seated with no perivalvular leaks. The surgeon also confirmed that there was no malfunction of the explanted valve.